Manufacturer narrative:
Additional concomitant medical products and therapy dates: simvastatin - 40mg once daily, colchicine - 46mg once daily, tricor - 46mg1once daily, allopurinol - 1mg twice daily, acetaminophen - unk, desfol - twice daily.

Event description:
Reporter alleged discrepant blood glucose results of 400 mg/dl back to back with a result of 100 mg/dl when testing was performed on the advantage system. No exact time frame between tests was provided other than the reference to back to back testing. No actions were taken or treatment reported. A request was made for the return of the suspect and replacement product was sent.